Event description:
A customer observed false positive vitros anti-hav igm results from two samples drawn from a single patient while using the vitros eciq immunodiagnostic system. One of the samples from the patient produced a negative result on a competitive system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician. However, there was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that false positive anti-hav igm results occurred while using the vitros eciq analyzer. A root cause for the event could not be determined. Performance testing demonstrated that the vitros eciq analyzer and vitros anti-hav igm reagent were operating as expected. The issue was isolated to one patient, and no other vitros anti-hav igm patient results were questioned.